Event description:
Caller reported pump became hot to touch and temperature alarms were recorded in pump history. Customer's blood glucose levels were high, with a specific value unknown, just indicating "high." Customer took corrective action with a manual injection. Pump was not exposed to abnormal temperatures. The customer continued to use current pump.